Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose. Customer's blood glucose was 24 mmol/l. Customer did not stated any symptoms and treatment related to high blood glucose. It was unknown if the auto mode feature was active or not at the time of incident. The insulin pump alarmed stuck button alarm and had crack at the back. Customer stated that they did not press a button down for 3 minutes or longer. No further patient complications were reported. Troubleshooting was not performed. The device will be returned for the analysis.

Manufacturer narrative:
Retainer ring = black. Device case: ngp customer returned device for an alleged stuck key alarm, cosmetic damage located at the back side of case, and high blood glucose found on august 15, 2022. The pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and dat at .087 inches. The history/trace downloads were successful using thus. Verified the device alarmed stuck key on august 15, 2022 at 03:13:01.000. All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on electrical board 1 was not unlocked during visual inspection. Device passes keypad voltage test. Device was cut open to perform visual inspection and found moisture damage on electrical board 2, lcd connector, keypad connector, lithium battery connector, and harness assembly vibrator. The following were noted during visual inspection: cracked case (battery tube), pillowing keypad overlay, and partially faded serial number label. Device passed required testing. Unresponsive keypad was unconfirmed during functional testing, pump passes keypad voltage test. No stuck button alarms noted during testing. Cosmetic damage confirmed at the back side of case. Unable to confirm alleged high bg. Moisture damage was confirmed on electrical board 1, electrical board 2, lcd connector, keypad connector, lithium battery connector, and harness assembly vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.